Manufacturer narrative:
(B)(4). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported while performing a bone biopsy, one of the prongs of the osteo-site bone biopsy needle broke-off after sampling. The device fragment was retained by the patient and it is unknown if plans have been made to retrieve it. To date, additional information regarding the event and patient have not been made available.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information was received on 05sep2018 for questions asked regarding the device fragment and patient outcome. It was reported that the fragment remained in the patient and the procedure was completed successfully. No known intervention to remove the fragment was performed. It was also noted that the device was disposed and is not available for return. Investigation - evaluation a review of the device history record, drawings, instructions for use(IFU), quality control, and complaint history was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. An investigation performed by the supplier for this device did not find any deviations, nonconformances, or anomalies noted for this lot number. The supplier's nonconformance and complaint review did not indicate any other occurrences of breakage for this part number. The retained samples were also reviewed by the supplier and determined to be acceptable. Based on the information provided, no products returned, and the results of our investigation, a definitive root cause could not be determined. Appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event description information to report at this time.